Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. G2 - report source - foreign - event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain with polyethylene wear and fracture approximately thirteen (13) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The returned articular surface implanted was confirmed to exhibit signs of use and the device had fractured into five (5) pieces. Dimensional analysis could not be performed due to the extensive damage of the implant. Further fracture analysis identified signs of wear, pitting and abrasions on the surfaces consistent with in-vivo use and possible impingement damage based on the condition of the post. The fracture appeared to be consistent with overloading from possible misalignment with the femoral component, resulting in high loading on the right condyle, exacerbated by a posterior shift in articulation and causing impingement of the femoral component onto the post. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.